Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2011, 5076-52 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an implant site infection limited to cellulitis approximately three weeks after the implant of an implantable pulse generator (ipg) with absorbable envelope. The patient called their physician's office and complained of drainage at the incision site. The patient was instructed to go to the emergency department (ed) for evaluation. The patient stated the ed physician said the incision did not look infected and sent the patient home. A week later the patient called their physician's office again regarding clear fluid draining. The patient was treated with oral antibiotics. The implantable pulse generator (ipg) remains in implanted and in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.